Manufacturer narrative:
A final report will be submitted after the completion of the investigation into this event.

Event description:
Received report that vascular surgeon placed a 6fr cook ansel sheath into the pt. When he went to put the 5x22x80cm icast stent into the sheath, it started coming loose on the balloon. The surgeon was able to pull the stent back out of the sheath without incident. The surgeon then deployed another icast stent successfully. Pt was having a vascular procedure.